Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4), batch: 7087517/7122637.

Event description:
It was reported that the patient was vomiting all night following a trial procedure which was believed to be procedure related. The trial leads were explanted and will not be returned.